Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a total abdominal hysterectomy, the surgeon was using an enseal x1 and halfway through the case, she was using it on the broad ligament. After sealing and cutting, she attempted to open the device and it would not open. She tried a number of times and finally had to place a kelly clamp next to the device and cut tissue next to the x1 device to remove it from the patient. There was no patient consequence reported.